Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic-chest anastomosis surgical procedure, clamping failure occurred on a curved-tip stapler 30 with a gray reload installed. Clamping would not go to 100% no matter how many times the user tried to re-clamp. The customer noticed the same issue occurred after changing the bite location. The customer used a third-party stapler to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made follow-up attempt to obtain additional patient/event information. However, despite the good faith effort no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist 30 gray reload involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual inspection, the returned reload appeared to be unused and unfired. The reload was installed in an in-house stapler 30 instrument and tested on the in-house system. The stapler successfully completed clamping and the reload fired without any issues. The accessory was fully functional. There was no problem detected. Additional observations that were not reported by the site: the reload was found to be broken. The damages were located in multiple areas at the proximal end (opposite of the tissue bump). Mechanical indentations were observed on the sides and top of the cartridge and broken pieces near the shark fin. No missing material was observed. Please note: pieces of the cartridge at the shark fin were broken off completely during in-house inspection. The reload was fired without issues despite the damages. The root cause of this failure is typically attributed to the user mishandling/misuse. A review of the instrument logs for the curved-tip endowrist 30 stapler (part #470530-08 / lot/serial #(B)(4)) associated with this event has been performed. Per this review of the logs, the surgeon performed this esophagectomy transthoracic - chest anastomosis surgical procedure on (B)(6) 2022 with system (B)(4). There were 7 uses remaining after this last usage. The gray reload (part #48630m-4 / lot/serial #(B)(4)) was used with the stapler instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) identified that a component of the reload experienced a break. And while the break did not result in fragments falling into the patient, it was determined that this failure mode presents a potential hazard for fragments falling that could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: there was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No fragment fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.